Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer would not work, the programmer would not power on. Analysis also noted that there was a misalignment between the stylus and the cursor on the screen and the stylus cable and connector were worn out. The power supply was replaced, the connection between the printed circuit board (pcb) and the touchscreen was reseated, the stylus was replaced and calibrated, and the nylon standoff between the link electronic module (lem) and the micro processor unit (mpu) was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not work. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.